Manufacturer narrative:
Product ID: 8709 lot# j10828r56, implanted: 2001 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that patient had significant increase in pain. A catheter access port (cap) contrast study was attempted on (B)(6) 2013 and they had encountered high pressure. A catheter fracture was stated and catheter was revised/splicedand the proximal portion was replaced on (B)(6) 2013. Patient outcome was noted as resolved without sequelae. Drugs delivered via the device were fentanyl, bupivicaine and clonidine. 2013 (B)(6). (B)(4).